Event description:
Prior to a ptca procedure, the shaft of the catheter broke durin prep. No pt injuries or complications were reported.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The returned catheter exhibited a fracture of the hypotube located 53.3 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. The shop floor paperwork for batch 7366408 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The exact cause of the original kink or the subsequent fracture could not be determined.